Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals and decreased r waves. The right atrial (ra) lead exhibited oversensing. Both the ra and rv leads exhibited mirror imaging. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.